Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male of unknown race and ethnicity with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the clinician was unable to change the date and time or see the purge infusion screen on the automated impella controller (aic). There were no active alarms. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported console display issues has been completed. Data logs from the date of occurrence show numerous interactions with display menu and the infusion screen. There is no observable evidence from the logs to indicate denial of input when interacting with the console screens. The console was returned for evaluation. Both the date time screen and the infusion history screens were navigated to and interacted with. There were found to be operational to console specification. The root cause for device interaction issues could not be determined as the failure could not be reproduced. Added- d9 device return date d2-corrected common device name f6/f8 should have been left blank in the initial report.